Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. The observed stretched and kinked portion of the shaft at the proximal balloon weld was likely the cause for the deflation issue while the system was in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot revealed no other incidents. The investigation determined the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an armada dilatation catheter advanced to the left superficial femoral artery lesion and dilatation was performed without issue. Following, the balloon failed to deflate. A syringe was attached to the device in an attempt to aspirate the balloon. There was no success. The device was carefully retracted to the guide catheter. Another syringe was attached to aspirate the balloon with slight success. The device was placed into the guide catheter and all was removed from the anatomy. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.